Event description:
It was reported that atrial lead was dislodged. The lead was repositioned. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.